Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a lead fracture issue observed during a recent device replacement procedure. During the replacement, it was also noted that the rv lead exhibited high pacing impedances greater than 2,000 ohms, noise and a loss of capture (loc). A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report be submitted should further information be provided.